Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the cause of the event was likely due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope had broken lenses. The issue occurred during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope had broken lenses. The issue occurred during reprocessing of a diagnostic endoscopy. There were no reports of patient harm or injury.